Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the slide safety feature on the insulin syringe does not stay in place. It can be easily retracted and caused a needle stick during activation.

Manufacturer narrative:
Without a known lot number, the device history record (DHR) cannot be reviewed. The manufacturing facility has not received any samples or photos for evaluation. Therefore, the reported issue could not be confirmed. Based on an e-mail communication, the customer was unaware of the locking feature of the safety shield as described in the ifus. To permanently lock the syringe, the shield should be extended forward until it clicks, then twisted in either direction until it clicks again to indicate the final-lock. No trend of confirmed failures was observed for this reported condition, for this item code for the review period. The criteria are not met for a formal investigation, at this time. Per procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.